Event description:
It was reported that the device declared a lead safety switch (lss) due to high out-of-rang (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss, noise was oversensed, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was also noted there were no r-waves. The rv lead was reprogrammed to unipolar pacing and bipolar sensing. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the device declared a lead safety switch (lss) due to high out-of-rang (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss, noise was oversensed, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was also noted there were no r-waves. The rv lead was reprogrammed to unipolar pacing and bipolar sensing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the device declared a lead safety switch (lss) due to high out-of-rang (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss, noise was oversensed, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was also noted there were no r-waves. The rv lead was reprogrammed to unipolar pacing and bipolar sensing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6:device codes.